Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated and it exhibited high thresholds and no capture. This caused the patient to experience chest pain. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.